Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 because of her high blood glucose level of 860 mg/dl. The customer also had a diabetic ketoacidosis. She was wearing her insulin pump at the time of hospitalization. The customer received no delivery alarms when she attempted to deliver a bolus. The product was returned. Nothing further to report.